Event description:
A peritoneal dialysis (pd) patient reported they were seen at the hospital for peritonitis. The patient's pd nurse reported that on (B)(6) 2015, the patient went to a hospital's emergency department due to experiencing abdominal pains and was diagnosed with peritonitis. On (B)(6) 2015, effluent expressed from the peritoneal dialysis catheter was positive for coagulase negative staphylococci and was prescribed an antibiotic via intraperitoneal route: drug name, dose, and frequency unknown. This nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment: the patient did not wash their hands and did not don a mask. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As of (B)(6) 2015, the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues, the patient completed their antibiotic therapy for the peritonitis, and the patient's signs and symptoms have resolved.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.